Event description:
Neonate 2.1 gm. Event description: coseal was used on a neonate having surgery for congenital heart anomalies. Three hours post-op, the patient was brought back to the o.r. For post-op bleeding and surgeon involved was concerned with amount of swelling and film over heart. Dr. Is reporting physician; second dr. Was surgeon operating. Second dr admits that he may have applied the coseal too thickly. Neither surgeon wanted to report this. First dr. Was contacting (medical affairs) to find out if this type of situation had been noted previously. Per conversation with rep, will be no follow-up information provided from the physicians.

Manufacturer narrative:
Baxter medical director assessment: this case is part of a study for adhesion prevention in pediatric cardiac surgery. Of relevance is the fact (as stated in the coseal IFU) that this product (similar to al pegs) swells up to four times its volume within 24 hours of application and additional swelling may occur as the gel resorbs. Therefore, surgeons should consider the maximum swell volume and its possible effect on surrounding anatomic structures potentially sensitive to compression. Especially in staged pediatric cardiac procedures, there is no tolerance against space-occupying processes in the pericardial area (that may generate a cardiac tamponade with severe impairment of the cardiac function). Thus, the following guidance is relevant for a safe product application: for adhesion prevention coseal must always be sprayed, using the easy spray (gas-driven) system. The spray application should generate a thin, uniform, and continuous layer. The dosage guidance: 2 ml of coseal cover at least 100 cm2 of tissue surface. As with all gas-driven spraying devices, the following precautions are also safety relevant: application involving the use of pressurized gas may be associated with potential risks of air embolism, tissue rupture, or gas entrapment with compression, that may be life threatening. Recommended minimum spraying distance 5-10 cm, and maximum output pressure 2 bars. Although surgeons are not seeing a direct causal relationship, and the cause of redo thoracotomy was rebleeding, we cannot rule out a contribution of the peg swell to the question of the investigator (reporter) if this type of situation had been noted previously combined with the surgeons statement, he might have applied coseal too thickly, suggest the need for a documented retraining of all surgeons involved in this trial. The retraining (us biosurgery medical affairs team) should be based on the above statements of this medical assessment, and the dosage guidance must be amended in the study protocol ( in case this is not yet specified in the protocol). An inconsistency of the IFU is not the case, since in the us the use for adhesion prevention in pediatric cardiac surgery is not an approved indication.